Event description:
It was reported that a patient underwent an at ¿ right ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient suffered a pericardial effusion during an atrial tachycardia ablation. After mapping and ablating in the right atrium, including close to the cs ostium, the tachycardia terminated and returned. Further mapping was done on the right before the physician went transseptal. Blood pressure was normal during transseptal access. After fam mapping in the left atrium the tachycardia did not return.¿isuprel¿ was given, further mapping, and some tachycardia returned. It was at this point that the effusion was noticed on intracardiac echo. The procedure was stopped at this point, a pericardiocentesis was performed and 275 ml of fluid was removed. The patient remained stable and was sent to recovery, the floor, with a pericardial drain in place. The physician did not indicate that they believed bwi products contributed to the event. Ablation catheter in use: stsf d-f curve: d134805 / 30863707l. The adverse event occurred on (B)(6) 2023. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was unknown. Outcome of the adverse event was fully recovered. Patient required extended hospitalization because of the adverse event as they had to stay the night with drain in. Relevant tests/laboratory data-none. Other relevant history-history of set. Generator information was a smart ablate g4c-0711, ref (B)(4). Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Parameters for stability for the visitag module was 3mm 3 seconds, 25% 3 grams, 3mm tags. No additional filter used with the visitag. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30863707l number, and no internal actions related to the reported complaint condition were identified.  No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).